Manufacturer narrative:
H4: additional info: in initial report, the manufacturer date was not available. The manufacture date is 7/7/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device manufacture date was no available at the time of this report. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2019 and at post-op visit returned with best corrected visual acuity (bcva) of 20/200 and what appeared to be a possible decentered treatment. A hard contact lens was placed over refraction and was corrected to 20/30. The refraction was +2.00 which is essentially plano and there is no current treatment plan.